Event description:
It was reported that pump displayed malfunction alarm malf 12, and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by support to reset pump, but malfunction recurred, so support arranged pump replacement under warranty, confirmed shipping address, and instructed customer to use multiple daily injections as backup therapy. Customer was advised to put pump into storage mode before return, to manually enter pump settings and reconnect continuous glucose monitor on replacement pump, and to return malfunctioning pump within 10 days, which customer understood and acknowledged.